Event description:
It was reported that the external pulse generator (epg) had malfunctioned. It was noted that the epg induced ventricular fibrillatio n (vf) in the patient four times. Additionally, the patient was connected to a heart-lung machine, which provided protection. As the mitigation step, epg was disconnected from the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) had malfunctioned and that the epg induced ventricular fibrillation (vf) in the patient four times. An endurance test was performed for two days to duplicate the complaint; however, no failure was observed. It was noted that the hanger assembly was broken. The epg passed the incoming tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was further reported at analysis that all found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Additional information: h6: patient codes (ime/annex e) b5: desc evt problem correction: h6: eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the event occurred during cardiac surgical procedure, toward the end of the operation, when the patient was noted to be in sinus rhythm with bradycardia. When the patient was connected to epg, ventricular fibrillation (vf) began. The patient received a shock and came out of ventricular fibrillation. Later the patient was connected to the same epg again because the rhythm was asystole. From this state, he returned to ventricular fibrillation. When third time the event repeated itself the epg was replaced and the patient was paced at 80 beats per minute. When the patient was stabilized, heart-lung machine was disconnected and the patient became stable. The patient received a total of three internal defibrillation shocks at 20 joules each.